Event description:
Patient had brain and c-spine without contrast. When exam was completed, she said she felt hot during the exam. Said her arm had gotten warm when touching side of machine. Technologist looked over the patient and said nothing was red/pink/sweaty. Next day patient called and said feels like she has a sunburn on back, back of head, buttocks and neck. Patient was told to go to ER or primary doctor and patient said no. Called the patient the day after that to check in and patient said her face has redness and the skin on the back of her head, back and breasts feels like a sunburn with dryness and tightness.